Event description:
It was reported that this right ventricular (rv) lead was not working as expected. Technical services (ts) was consulted and explained device is not magnetic resonance imaging (MRI) conditional. The lead remains in service and there's no evidence that a MRI was performed. No additional information is available at the moment. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was not working as expected. Technical services (ts) was consulted and explained device is not magnetic resonance imaging (MRI) conditional. The lead remains in service and there's no evidence that a MRI was performed. No additional information is available at the moment. No adverse patient effects were reported.